Manufacturer narrative:
The pipeline device will not be returned as it remains implanted in the patient. In this event, there was no indication of any device issues. Per the article authors, the cause of in-stent thrombosis after pipeline implantation is likely due to the patient's non-compliance to dual antiplatelets. Zanaty, m. Et al. Same-day discharge after treatment with the pipeline embolization device using monitored anesthesia care. World neurosurg. (2016) 96:31-35. Http://dx.doi.org/10.1016/j.wneu.2016.08.050.

Event description:
Medtronic received information from literature that a patient experienced in-stent thrombosis after pipeline implantation. The objective of this article was to assess the safety and feasibility of same-day discharge in patients undergoing pipeline implantation under monitored anesthesia care. A total of 130 patients with 143 cerebral aneurysms were identified. Mean age of the patients was 60.7 years; 36 of the patients were men. There was reportedly one peri-procedural intracranial complication. The patient underwent treatment of a left p1 aneurysm and was discharged home the same day. The patient was reportedly not compliant with clopidogrel and aspirin prior to or after the procedure. The patient subsequently developed right-sided weakness and right hemianopia from in-stent thrombosis and resultant posterior cerebral artery infarct. One-day post-procedure, the patient underwent an emergency mechanical thrombectomy, which resulted in complete neurologic recovery. The patient's mrs was 1 at the time of discharge.